Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported scope was hooked up to monitor and there was no input or output. Screen showed black.

Manufacturer narrative:
Evaluation results: no image and no light output likely due to moisture in the handle/housing. Additional damages were present; residue in the 8-pin connector and crush in the shaft. This event is filed under internal complaint ID_(B)(4).